Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was attempted to be used in patient for endovascular treatment of thoracic aortic repair. It was reported that during the index procedure, the delivery system was damaged while trying to cross the aortic bifurcation to access the thoracic aorta; specifically there was kinking at the proximal 4th stent. It was noted that no introducer sheath was used. The physician believed that the cause of the damage was calcification at the aortic-iliac bifurcation. There was no injury to the patient. Another valiant device was used and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a single photograph returned from the site was reviewed. The photo showed the proximal section of a valiant device (from the tip to the stent stop) which appeared to just have been removed from the patient (d-s was bloodied) and was placed on the surgical table. The stent graft was still loaded into the delivery system. The reported delivery system kink was seen between the 4th and 5th stent; relative to the proximal end of the device. A small gap (~1mm) was also seen between the tapered tip and graft cover, and the tip was not noticeably bent but slightly curved. No other obvious issues were seen. The reported stent graft kink was confirmed; however, the exact cause of the kink could not be determined for this single photograph. The device was discarded and unable to be analyzed. Other than the reported calcification at the aortic-iliac bifurcation, the pre-implant anatomy is unknown, and films during the implant procedure were also not available for review. No issues were reported prior to insertion into the patient, and it appears likely that the kink was caused during positioning of the delivery system prior to deployment, possibly while passing the device through the reported calcified distal aorta. Unknown vessel morphology and tortuosity may have also contributed to the kink.